Manufacturer narrative:
According to the customer, she was experiencing an asthma attack and both of her nebulizers were not working. There was no mist coming out of either machine. Customer states they no longer have working nebulizers or backups. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she was experiencing an asthma attack and both of her nebulizers were not working. There was no mist coming out of either machine.